Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also stated the patients spinal cord stimulation (scs) leads had contacts out. Imaging was taken and confirmed lead migration. The patient underwent a procedure wherein the ipg and leads were replaced and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial/ batch: (B)(6).